Event description:
It was reported that the device was in backup mode due to magnetic resonance imaging (MRI) where MRI settings were not programmed. High voltage therapy was disabled while the device was in backup mode. Abbott technical support was contacted and the device was restored to normal function. The patient was stable.